Event description:
It was reported that this patient has atrial flutter with varying rates and every other beat is in blanking, thus leading to inappropriate atrial tachy response (atr) storage. Subsequently, the patient is being brought into the clinic for further evaluation and management of atrial flutter. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).